Manufacturer narrative:
(B)(4). Batch #unk. Maude report # mw5073877. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: the report that was sent is the copy that provides you with all the allowed releasable information from the report. Unfortunately, we are unable to release any further information that pertains to the report in question. Reporters may elect to not be identified to the device manufacturer, which could explain why fields that may identify the reporter are not included in the copy that was sent.

Event description:
It was reported that during a laparoscopic tissue retrieval procedure, the pouch broke. There were no patient consequences reported.